Manufacturer narrative:
(B)(4).

Event description:
It was reported the parkinson's disease patient¿s ¿symptom of leg rigidity got better¿ following the implant of their implantable neurostimulator (ins). Starting a month prior to report, the patient began to experienced difficulty moving his body forward and walking. The patient then went to the hospital to be reprogrammed 20 days prior to report, but their healthcare provider (hcp) did not have a physician programmer available so reprogramming was not possible. It was noted the patient experienced difficulty walking and right leg rigidity at that time. The patient was successfully reprogrammed four days after initial report, whereby their ¿parameter was increased.¿ while the patient¿s ¿symptoms got better¿ following the reprogramming, the patient was noted to have experienced a ¿little difficulty sleeping at night¿ at that time. There were ¿no¿ planned actions to address this issue, as of two weeks after the reprogramming. The patient was noted to have continued to experience ¿difficulty sleeping¿ two weeks after the reprogramming session and it was ¿unknown¿ whether they were receiving effective therapy. Additional information has been requested. A supplemental report will be filed if additional information is received.